Event description:
Initial event description: pt was bleeding after tonsil/adenoid surgery and brought to emergency. Pt was vomiting and had lost a lot of blood. Pt is currently in ICU. Sales rep present during surgery, no bleeding observed.

Manufacturer narrative:
The facility did not retain the device and did not provide a lot number; therefore an investigation of the device or the lot history file could not be performed. The following info was obtained during a phone interview with the attending physician: device was used for both adenoidectomy and tonsillectomy, during which the surgical field appeared "very dry" and did not bleed following the procedure, which was performed on wed after discharge from (B)(6), pt returned home and started smoking, eating and ingesting large quantities of coffee (1-2 liters). Pt noticed light bleeding around midnight thurs night but did not go to ER until friday am. After evaluating pt in ER, physicians decided to sedate and intubate the pt to remove coagulum and control any further bleeding. Upon induction of anesthesia for rapid-sequence intubation, pt vomited and then aspirated a significant portion of stomach contents into his lungs. Physicians were unable to intubate due to vomit and epiglottis obstruction, so an emergency tracheotomy was performed. Over a liter of bile and stomach secretions were suctioned out of pt's lungs and pt was transferred to ICU for monitoring and treatment. As of sunday, the pt was due to be moved from ICU. The most likely cause of the above events is pt non-compliance with standard post tonsillectomy care. End of report.